Manufacturer narrative:
(B)(4). Our investigation is limited to queries of lifecell's complaint and distribution tracking systems, and a pathological assessment of the returned specimen. The implant date of (B)(6) 2014 is an estimate based on the initial complaint report. We have been unsuccessful in our attempts to obtain additional information to date. No lot number was reported in association with this event and the lot associated with this event remains unknown. (B)(4). As per the pathology report of the returned specimen: no inflammation is seen. Special stains for bacteria and fungi show no organisms. Vvg/elastin stain shows some clumped residual elastin fibers, which may be seen in scarred native human dermis, or after incorporation of a collagen graft. There is no evidence of residual, unincorporated acellular collagen graft material. (B)(4). Due to the lack of information, including no lot number, a relationship between the reported event and strattice could not be confirmed. There is no evidence of residual, unincorporated acellular collagen graft material in the returned specimen. Lifecell cannot determine if the returned specimen is incorporated strattice or native human tissue and reports this event in an abundance of caution. Should additional information be reported, a follow up adverse event report will be submitted. The event is likely related to the patient condition, including a history of hernias.

Event description:
It was initially reported that a female patient underwent a hernia repair utilizing strattice in 2014 (date of surgery and lot number were not reported). The strattice was reported to be implanted as reinforcement in an underlay technique with fascia closed on top. In 2016, the patient presented with a hernia recurrence straight through the midline. The surgeon repaired the recurrence with a non-lifecell product. Through follow up investigation, discrepancies were identified between the initially reported information and information reported following a review of the patient's medical records. The latter report states that there is no documentation of strattice being implanted for the 2014 hernia repair in the patient's chart. According to the patient's medical records, the hernia was repaired in 2014 by approximating the abdominal wall.